Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician used the 3max with a penumbra system 5max ace reperfusion catheter (5max ace) to successfully remove thrombus and established revascularization. However, upon completing the procedure, and after removing the 3max, the physician noticed the 3max had sheared off into the patient's internal carotid artery (ica). A snare device was therefore used to successfully remove the broken 3max pieces from the patient. No resistance was reported while using the 3max with the 5max ace. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The hospital disposed of the device. Conclusion code (B)(4) was added to section h6. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.